Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "our PICC nurses have discovered a defect on some of the bard PICC sherlock 5fr dual lumen kits. The peel-away part of the introducer has a ¿lip¿ or ¿bubble¿ at the tip and is not smooth." It was stated that this was found with five kits. This report addresses the fifth kit.